Event description:
Pt reported that the tubing of pt's lap-band (r) adjustable gastric banding system had to be repaired twice due to leakage at or near the tubing connector. Surgery to repair first tubing leak was in 2002 and is reported here in MDR #2028368-2002-00196. Surgery to repair second tubing leak was in the next month and is reported in MDR #2028368-2002-00197.